Event description:
Literature was reviewed regarding the impact of transcatheter aortic valve implantation (tavi) on mitral regurgitation. The study population included 69 patients who were predominantly female with a median age of 82 years old. Multiple manufacturer¿s devices were implanted in the study population; 54 patients were implanted with a medtronic corevalve, evolut r, or evolut pro bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: moderate to severe paravalvular leak, arrhythmia requiring permanent pacemaker implant, stroke, cardiac tamponade, acute kidney injury, bleeding complication requiring blood transfusion, and congestive heart failure with hospitalization. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: elzbieta ostrowska-kaim et al. The impact of transcatheter aortic valve implantation (tavi) on mitral regurgitation - a single center study. Cardiol j 31(6):833-842 2024. 10.5603/cj.98792. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.